Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. The user's blood glucose (bg) level was 500 mg/dl with small ketones and the bg level was addressed with a manual injection. Reportedly, a new cartridge was loaded and the fill estimate was inaccurate. The user reported that the pump would continue to be used for insulin therapy.